Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Severely angulated aortic neck, 90 degree anterior angulation. Intentionally covering the renal artery with the stent graft, implanting a device in a severly angulated aortic neck, 90 degree anterior angulation. Evaluation, results/conclusion: severely angulated aortic neck, 90 degree anterior angulation.

Event description:
Additional information was received for this case. It was reported that the patient expired. The cause of death is unknown.

Event description:
Additional information was received as follows: it was reported that the death was aneurysm related.

Manufacturer narrative:
(B)(4). Results, conclusions: death. Aneurysm related death.

Event description:
Additional information was received as follows: it was reported that the action taken for the pulmonary embolism was lung ventilation and perfusion. No intervention was done for an acute renal failure, the patient had an ultra sound and consultation.

Event description:
An aneurx stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 82 months ago. Aneurysm morphology from the time of implant is unk. Currently, the vessel morphology was reported as the aortic neck was severely angulated (90 degree anterior angulation) and has dilated to 30 - 32 mm in diameter. It was reported a recent routine CT demonstrated that the stent graft was found fractured between the 2nd and 3rd stent rings and the top part had broken away from the rest of the graft. A portion of the stent graft was sitting perpendicular to the aortic neck wall. There was a type 1 endoleak, resulting in an aneurysm expansion (ref MFR #2953200-2011-00288). The physician elected to treat the pt with a talent converter. The talent converter was implanted for treatment of the type I endoleak, however, the type I endoleak was not resolved. (Ref MFR #2953200-2011-00289). A femoral to femoral by pass was performed and an occluder was placed on the right side. The physician implanted a talent aortic cuff higher in the neck and intentionally covered the left renal artery which improved the leak but did not completely resolve it. The decision was made to leave it alone and not further intervene as the pt was (B)(6). No additional clinical sequelae were reported and the pt is fine.